Event description:
The patient's lead was replaced. The explanted lead was discarded. No further relevant information has been received to date.

Event description:
The patient was referred for replacement as the generator could not be interrogated due to battery depletion. Once the new generator was implanted, it showed high impedance. Additional diagnostic tests were performed while re-inserting the lead pin into the generator and impedance continued to increase. The surgeon did not see any issues with the lead or connector. They were not prepared for a full revision thus the lead was left attached to the new generator and the patient was closed. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.